Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
A guardian ii hemostasis valve was used in patient procedure. There was a large air bubble the coronaries. The device was disposed of by the physician and was not returned to the manufacturer for analysis.